Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (5) 1/2cc, 6mm, 31g syringes in an open poly bag with part of the shelf carton from lot # 9287812. Customer states that the needle shield is difficult to remove, the needle shield is crushed and the needle hub separated and stayed inside of the shield. All returned syringes were examined and one sample exhibited a crushed shield and 2 samples were returned with the hub-needle/shield assembly separated from the barrel. All samples that did not exhibited a separated hub assembly were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force syringe 1 2.77 lbs. Syringe 2 3.31 lbs. Syringe 3 3.78 lbs. All removal forces fall within specification. A review of the device history record was completed for batch# 9287812. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Shield damage: root cause: l2l dispatch #(B)(4) was opened for something stuck in the shield corona, debris was collected on the guide. Corrective action: cleared the guide. Hub separates: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle shield was crushed and the needle hub separated during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9287812. It was reported that needle shield is difficult to remove. Needle shield is crushed. It was also reported that needle hub separated and stayed inside of the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. (B)(4).

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle shield was crushed and the needle hub separated during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9287812. It was reported that needle shield is difficult to remove. Needle shield is crushed. It was also reported that needle hub separated and stayed inside of the shield.